Event description:
It was reported that the right ventricular (rv) lead exhibited increasing pacing impedance measurements of 1785 ohms and intermittent noise with isometrics. Subsequently a revision procedure was performed where the rate sense portion of the lead was surgically abandoned. The shocking portion of the lead remains in service. A new pace sense rv lead was successfully implanted and no additional adverse patient effects were reported.